Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted in a patient. The 25mm navitor valve re-sheathed once during procedure, due to being deployed too low. There was no difficulty implanting the valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 6mm and the final left coronary cusp implant depth was 7.2mm. It was noted immediately post-procedure via electrocardiogram, that the patient developed an onset of alternating left bundle branch block and first degree heart block. The cause of the conduction disturbances was due to significant calcification and slightly deep implantation of the valve. The patient remained admitted under cardiac telemetry. The patient's ECG was stable, therefore the physicians decided there was no indication for pacemaker. On (B)(6) 2024, the patient was discharged.

Manufacturer narrative:
An event of device malposition and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a history of arrhythmia, there was significant calcification, and the implant depth was 6mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that per the physician, the significant calcification and slightly deep implant depth caused the patient's heart block. Based on available information, the reported heart block appears to be related to a combination of patient condition (significant calcification) and procedural conditions (implant depth). There is no indication of a product quality issue with regards to manufacture, design, or labeling. Na.